Event description:
Initially, baxter global pharmacovigilance (gpv) sent message to corporate product surveillance (cps) may 20, 2010 of a report received may 19, 2010 of peritonitis and catheter infection for a male renal home patient (hp) detected on unknown date(s). The facility nurse reported that the patient indicated he had been hospitalized on (B)(6) 2010 due to peritonitis. Reportedly, cultures were taken, however, the facility has no results of the cultures as the patient was treated in a hospital unrelated to the dsi facility and no reports were received. The patient reportedly was treated with vancomycin and gentamycin (dose, route and length of therapy unknown). The patient was discharged to home on (B)(6) 2010. The sample was discarded. The patient was seen in the clinic on (B)(6) 2010 and vancomycin one gram and gentamycin 80mg intraperitoneal were administered. The patient was seen again on (B)(6) 2010 and culture results were taken that returned negative for organisms. Repeat vancomycin and gentamycin were administered on (B)(6) 2010. This is a non-compliant patient and caregiver who have been repeatedly retrained due to breaks in aseptic technique. The patient does manual exchanges of low calcium dianeal per night. Five exchanges are ordered, however, the nurse is unable to confirm that the patient actually completes five exchanges each night. The patient and wife reported on the date of the event that the patient drains slowly, they both went to sleep and the bag burst, resulting in the peritonitis. However, the nurse is unable to confirm that information. The nurse states that the patient's blood glucose level is poorly controlled. The patient has recovered from the episode of peritonitis.

Manufacturer narrative:
(B)(4). The sample was not returned, therefore, no evaluation was performed.